Manufacturer narrative:
Based on information provided, the foreign material alleged to be v.a.c.® simplace¿ dressing was not returned to kci for identification; therefore, kci is unable to confirm its identity. This report is being filed due to possible use error. The patient's mother reported she removed the activ.a.c.¿ therapy unit and left the foreign material in place overnight. Device labeling, available in print and online, states: keep v.a.c.® therapy on for at least 22 hours in a 24 hour period. Do not leave the v.a.c.® dressing in place if the therapy unit is switched off for more than two hours in 24. Do not tightly pack v.a.c.® dressings into the wound; place dressings gently into the wound. Foam removal: v.a.c.® foam dressings are not bioabsorbable. Always count the total number of pieces of foam removed from the wound and ensure the same number of foam pieces are removed as were placed. Foam left in the wound for greater that the recommended time period may foster ingrowth of tissue into the foam, create difficulty in removing the foam from the wound or lead to infection or other adverse events. If dressing adheres to wound consider introducing sterile water or normal saline into the dressing, waiting 15 ¿ 30 minutes, then gently removing the dressing from the wound.

Event description:
On (B)(6) 2018, the following information was reported to kci by the patient¿s family member: the patient allegedly experienced pain with the activ.a.c.¿ therapy system. On (B)(6) 2018, the following information was reported to kci by the patient¿s family member: a foreign material alleged to be v.a.c.® simplace¿ dressing was adhered to the patient's wound and the patient experienced pain upon removal. On (B)(6) 2018, the following information was reported to kci by the patient's family member: on (B)(6) 2018, the wound care center applied the activ.a.c.¿ therapy system. Soon after the activ.a.c.¿ therapy system placement, the patient experienced pain. Later that evening, the patient continued to experience pain. Increased pain was reported when the patient's family member attempted to observe the patient's wound. The patient's family member removed the activ.a.c.¿ therapy unit and left the v.a.c.® simplace¿ dressing in the patient's wound overnight. On (B)(6) 2018, the patient went to the emergency room and underwent surgical removal of the foreign material. The patient's family member reported the physician was able to manually remove most of the foreign material but "tiny pieces" and wound debris required surgical removal. Per review of kci records, on (B)(6) 2018, the patient underwent surgery and v.a.c.© therapy was re-applied. Then, on the morning of (B)(6) 2018, v.a.c.© therapy was discontinued. A device history review of v.a.c.® simplace¿ dressing lot number 50958662 determined that there were no issues during the manufacturing of this unit that would have led to the reported event.